Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. Customer reported that on occasion, the blood glucose (bg) level was in the mid-200s (mg/dl) and a correction bolus was delivered to address the bg level. The customer also indicated that on occasion, the ketone level was moderate to high and a healthcare provider (hcp) identified the ketone level as being dangerous. The hcp instructed the customer on how to administer insulin injections to lower the ketone level. After the most recent altitude alarm, the customer was unable to resume insulin delivery and was to use insulin injections to manage diabetes.